Event description:
Provider alleges that the scooter would move over two feet and then stop and continue to move like this. Provider alleges that the batteries were charged and so they replaced the battery box with an extra one they had in store and the unit began to run smoothly.